Event description:
The following device was received as blind unit product code: 227447000 quickset taper hex scdr rigid, lot ag2018591 however, it couldn¿t be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device where in it was received and came with no papers. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for examination. Visual examination of the returned device found the hex tip stripped and worn. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.